Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
Doctor reported that during a check up he realised screw was loosening. Then doctor realised the implant was fractured at the collar of the implant, which may have caused the loosening. Implant was removed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One imp, tsv,4.1mm, sbm,11.5 (tsv4b11) was returned for investigation. However, one unknown legacy zimmer was reported but not returned. Visual evaluation of the as returned product identified a fractured collar, bone residue around the external threads and debris (blood/bone tissues) around the internal threads due to usage. Additionally, the external threads were damaged possibly due to the removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed due to the nature of the devices and events. Pre-existing condition noted on the per was 'low bone density ¿ type iii'. The devices had been placed on tooth #35 (fdi) for approximately 2 years. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/19. Instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (63578965) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63578965) for similar events (complaint category keywords: functional: loosening & fracture: implant) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur for the implant and the event (implant fracture) has been confirmed.